Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, plastic door was damaged and broke into two pieces. The field service engineer found sharp edges on the broken door. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that two registered users opened the door simultaneously after which panel had broken in half. A field service engineer taped pieces together to keep sharp edges safe and ordered new panel. Case was then closed with no further response from fse after multiple attempts. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, plastic door was damaged and broke into two pieces. There were no delay or adverse events or injuries reported based on this event.